Manufacturer narrative:
The customer inspected the instrument and observed the cc cuv dry tip list# 09d51-02 was dirty and replaced the part. Part replacement resolved the issue. The service history review for the arc c16k prc mod serial number (B)(6) determined no contributing factors to the current complaint were identified. There have been no further occurrences of discrepant results documented after the cc cuv dry tip list# 09d51-02 was replaced. The tracking and trending were reviewed and determined no trends were identified for cc cuv dry tip list# 09d51-02. The device historical analysis was reviewed and determined no non-conformances or deviations were identified for the issue associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified for architect c16000 processing module.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated creatinine result generated on the acrchitect c16000 processing module for one patient. The following data was provided (customer's normal range: 64 to 104 umol/l): initial creatinine result = 837 umol/l. Repeat creatinine result = 50 umol/l there was no impact to patient management reported.